Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide (14421-aw rev d), page 44, provides the following warning: "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." Additionally, page 59 advises: "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The patient reported skin irritation from pod wear (no specific pod implicated). Her skin was red and itchy and there was a little blood drainage. Her physician prescribed hydrocortisone and benadryl.